Event description:
It is reported that the tip fractured off while the surgeon was drilling. The fractured portion was unable to be retrieved from the pt's femur.

Manufacturer narrative:
This report will be amended when our investigation is complete.